Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported by an MRI tech that the patient indicated that ins is being removed in (B)(6) 2019 but they didn't provide reason for the pending explant. On (B)(6) 2019 the hcp (patient's healthcare professional) responded to an inquiry and reported the device removal was elective and due to patient's desire to have the implant removed. Additional information received from the patient on (B)(6) 2019 stated that they had fallen on their right butt approximately 2 years ago and was having continuous pain that had gotten worst. No further complications were reported or are anticipated.